Event description:
The pt contacted lifescan and alleged the one touch basic original meter was displaying not ok when powered on. A medical professional was contacted for advice. No treatment reported. There is indication the product malfunctioned. The meter was replaced and return expected.